Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges. On (B)(6) 2025 the customer's blood glucose level was 611 mg/dl with high ketones and the customer went to the emergency room. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous and fluids of saline and insulin. Treatment resolved the issue and the customer was released later the same day with no permanent damage. Customer loaded a new cartridge and continued to use the pump for insulin therapy.